Event description:
Pt checked into emergency room the day after a lap chole procedure with sepsis. Diagnostic procedure found colon perforation at mid-transverse colon. Colotomy was performed and a section of colon was removed. Pt is doing fine now.